Manufacturer narrative:
(B)(6).

Event description:
It was reported that a portex® bivona® pediatric tracheostomy tube had an internal cuff failure and the cuff leaked. The cuff was inflated with 4ml of air. The integrity of the cuff was checked prior to use. The failure was spontaneous and was observed by the patient's family. The patient's ventilation was impacted and a tracheostomy tube change was performed. No permanent injury was reported.